Manufacturer narrative:
The patient¿s weight was not provided. Approximate age of device- 2 years and 10 monthsthe patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that there was concern for possible obstruction of device flow. The patient has a history of aortic insufficiency (ai) that was being evaluated. Additional information was requested but not provided.

Manufacturer narrative:
The pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the reported event could not be conclusively determined. Furthermore, a downward trend in pi over the past 2 to 3 months and had a history of aortic insufficiency. There was a possible concern for obstruction. Evaluation of the patient¿s submitted log file showed that the pump operated above the low speed limit for the duration of the log file. There were no atypical alarms and the log file appeared to show the system operating as intended. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.